Event description:
The event reported by a customer from USA: "she took a 100ml bag and primed the set with a few drops of fluid waste. She then ran the pump until the fluid ran out into a measuring glass. The volume in the glass was 90ml and the volume given per the pump was 68.3ml. She thinks the discrepancy is unacceptable. The bag position was above the pump on an IV pole hanging. She did press the pcea button a few times during the infusion. The bolus rate is configured to run at 200ml/hr. This has been an ongoing issue with air-in-line issue on pts. She questions the safety to use on a pt". Additional info received on (B)(6) 2015: "the recorded volume that had infused was 68.3. She didn't tell me what she set the vtbi at so hopefully she will get back to you on that. Also, I believe she primed the tubing by hand only allowing a drop or 2 out of the tubing when stopping. I hope this helps. They are having significant issues with air in line at the end of a container. That has also been called in a month or two ago". Additional info received on (B)(6) 2015: the tubing was primed manually with only a few drops wasted. I used the pt controlled device to give about 6-7 boluses at 4 ml each. Volume I measured in the cup was 90 ml measured by using a syringe so it is accurate. The pump said 68.3 ml was infused and the volume to be infused was set at 75 ml". At the time of the initial complaint the firm did not have sufficient info on the clinical relevance of the biomedical test methods to conclude if there is a potential for pt harm. More info became available based on the additional complaints received and the investigation of the condition that led to the conclusion that the potential for pt harm exists, therefore reportability decision was re-assessed and the firm believes these complaints are reportable.

Manufacturer narrative:
Gi distributor info: (B)(4). Q core ltd (MFR) is submitting the report on behalf of hospira.